Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Her blood glucose level was 555 mg/dl. The customer was in car accident the night before and the insulin pump was in her pocket. The customer was the driver. Since last night her blood glucose level was high. Her blood glucose level did not drop after changing the site. She took a manual injection as well. The customer was feeling nauseous, dizzy, thirsty, and had frequent urination. The customer went to the hospital to get checked out. Her blood glucose level then was 438 mg/dl. The device was not returned.